Manufacturer narrative:
We have received the device for evaluation . However, we were unable to confirm the reported incident. We did not observe any foreign particles inside the tube that could have impeded the blood flow during use. The internal diameter of the irrigation arms were found to be within our specification. When the device was tested in the test fixture, it operated properly. Liquid entered properly through the arm of the internal carotid balloon and exited from the irrigation arm of common carotid balloon. We were able to properly inject liquid through the irrigation port. Our device evaluation did not observe any malfunctions which could have resulted in this issue. During our follow-up investigation, we learned that during the procedure, the shaft tip of the common carotid balloon inserted obliquely into the common carotid artery since the common carotid balloon inflated off-centered. As a result, the shaft tip was occluded by the vessel wall preventing blood flow into the shaft. However, during our evaluation, we were unable to replicate the reported incident. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Therefore, we believe that it was an isolated incident. The root causes of the failure is most likely related to the patient's tortuous anatomy and the physician's technique. There was no injury to the patient as the result of this incident. Surgeon continued the procedure by clamping the arteries with a vascular clamp.

Event description:
During the carotid endarterectomy procedure, after performing arteriotomy, surgeon used a f3 carotid shunt to occlude the common and internal carotid arteries and to allow blood flow between them. However, he was unable to diverge the blood flow towards the shunt tube. There was no injury to the patient as the result of this incident. Surgeon continued the procedure by occluding the arteries with a vascular clamp.